Manufacturer narrative:
Additional point of contact: (B)(6). Contact department: biomed. Contact person occupation: biomedical engineer. A getinge field service engineer (fse) evaluated the unit and found error code 118 during pm. To fix this issue fse re-seated the coil cable at the video generator board.  This corrected the  issue. All test and measurements were recorded on pm  service. Device passed functional and safety tests according to factory  specifications. Device was returned to  customer  and cleared for  clinical  use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had an error code 118. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.